Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the e1 liner would not assemble with the g7 acetabular shell. This surgery was finished with backup product. It was noted that part of the scallops to prevent rotation of the liner was damaged. No adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Liner was returned. Visual evaluation identified the following: there were multiple forms of damage. The barb was deformed and the scallops along the non elevated portion were torn or gouged. Indentation was observed on the elevated portion of the scallops and on the outer spherical surface. Dimensional analysis could not be performed due to the noted damages. No further evaluation could be performed with the returned product. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.